Event description:
It was reported that, during a meniscus repair surgery, the t2 implant of the fast-fix could not be deployed. The procedure was completed with a smith and nephew back up device, it is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference case (B)(4). H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of the device showed it was returned in the original box with the batch number of the complaint on the label. The t1/t2/suture were returned off the needle. The knot has been tightened down. The actuator is in the pre-t1/post-t2 position. There is bio debris on the needle and depth straw. A functional evaluation of the device showed it cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a meniscus repair surgery, the t2 implant of the fast-fix could not be deployed but t1 deployed successfully trough the meniscus. All ts were successfully removed by tweezers. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information on b5, e1 and h6.